Manufacturer narrative:
(B)(4).

Event description:
It was reported that the otw omnilink elite stent delivery system experienced resistance during advancement through a 6f non-abbott sheath. However, the device was able to advance and be deployed at the target lesion in the common iliac artery. During retraction of the sds, resistance was felt and the whole system was removed as single unit. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Possible causes for resistance advancing the otw omnilink through a 6f non-abbott sheath include, but are not limited to, incorrect size sheath used, damage to the stent or damage to the introducer sheath. The omnilink elite was not returned for analysis which would have aided in the investigation. However, potential factors which may also contribute to difficulty removing the catheter post stent deployment include, but are not limited to, anatomical conditions, damage to the introducer sheath, damage to the balloon, improper balloon refold, balloon not fully deflated, interaction with anatomy or associated devices. To help insure the issue is not a potential manufacturing deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. Therefore, a conclusive cause for the reported difficulty could not be determined, as there is no indication to suggest a product quality deficiency.